Manufacturer narrative:
Insulin pump passed the displacement, rewind, basic occlusion, occlusion, prime/compromised force sensor system and no delivery test. Insulin pump received with cracked case at display window corner, battery tube threads, belt clip slot, minor scratched display window. (B)(4).

Event description:
Customer reported via phone call that he woke up with blood glucose of 445 mg/dl. Customer took an 11 unit bolus and the blood glucose was 560 mg/dl. Customer removed the set and put a new one then took over 20 unit bolus and blood glucose was over 600 mg/dl. Customer experienced nausea, thirst, and urination due to high blood glucose. Customer treated his high blood glucose with insulin injections. After troubleshooting, customer wanted the insulin pump replaced. Customer agreed to return the device for analysis.